Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. The 3.0 x 15 mm voyager nc balloon was advanced. Strong force was used, but the device could not cross the lesion and the proximal shaft separated. A non-abbott balloon was used for dilatation. There were no adverse patent effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): excessive force. Evaluation summary: evaluation of the returned balloon catheter found the hypotube had separated 11.3 centimeters proximal to the femoral marker confirming the reported separation. It should be noted that the nc voyager instructions for use (IFU) state if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot release testing met specifications. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.